Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 102) was confirmed. As received, the monitor displayed code 102 and then reset during pulse testing. Upon evaluation, there was solder flux residue on the j1000 jumper pins, creating high resistance. In addition, multiple transistors were shorted on the defibrillator board. The cause of the code 102 and pulse test failure is the flux residue and shorted components. Root cause investigation of similar failures determined that flux residue on the j1000 connector can cause a service code 102. The root cause of the shorted transistors was not positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor indicating that it was displaying code 102.